Event description:
Same article as: MDR ID#: 2134265-2013-08400, 2134265-2013-08402, 2134265-2013-08403. It was reported via "a diffusion-weighted magnetic resonance imaging-based study of transcervical carotid stenting with flow reversal versus transfemoral filter protection" that a new lesion was noted post-procedurally. In procedures performed between (B)(6) 2008 and (B)(6) 2009, patients with extracranial internal carotid artery stenosis >70% and a minimum distance of 5cm from the carotid bifurcation to the clavicle were treated preoperatively with aspirin and clopidogrel. Approach was either via a transcervical incision with flow reversal or transfemorally. Either a carotid wallstent or a non-bsc stent was deployed. Both groups were prescribed a daily dose of acetylsalicylic acid and clopidogrel for one month post-procedure. New post-procedural dwi-MRI-detected cerebral ischemic, subcortical, ipsilateral to the treated side lesions were found in four patients treated transcervically (2 patients had 1 lesion, 1 patient had 2 lesions, 1 patient had 5 lesions) and 11 patients treated transfemorally (9 patients had 1 lesion, 2 patients had 2 lesions). All lesions were <5mm in diameter, localized in the white matter, and asymptomatic. No further complications were reported for any patient, including no new neurologic events, deaths or hospital admissions during the follow-up period.

Manufacturer narrative:
(B)(4). (Http://www.sciencedirect.com/science/article/pii/s0741521412014231). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).